Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump screen was partially black. The customer's blood glucose was 125 mg/dl. The partial issue was not resolved after customer was advised to insert a new battery. Customer was not able to perform self test as she could only see reservoir and battery icons, and everything from that point was black. The device had reportedly not been bumped or dropped. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.